Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported the unit displayed circuit occlusion, extended high ppeak and safety valve open alarms on the avea ventilator. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.